Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer was at camp, prior to the hospitalization and the mother did not know what caused the blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.